Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in a graft anastomosis in the left common femoral artery. The supera was advanced and the stent deployed successfully. However during removal of the device, resistance was noted with the sheath and the tip separated and remained on the guide wire. A filter was advanced distally to the separated tip via a buddy wire and the tip was retrieved from the patient anatomy. The procedure was finished and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported difficulty removing was not confirmed as it was based on case circumstances. The tip detachment was confirmed. Failing to retract the tip and lock the system lock likely caused the tip to catch on the introducer sheath and separated during removal. It should be noted that the supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, failing to retract the thumbslide and lock the system lock likely caused the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties and additional treatment to remove the separated tip were user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was further reported that the thumb slide was not fully retracted to the start position and both the system and deployment levers were not locked prior to removal. No additional information was provided.